Event description:
User received discrepant results for several assays for three patients. One example for total protein was provided. Initial result 11.7 g/dl, repeat on other analyzer 6.0 g/dl. Initial result was not reported. User resolved the issue by replacing the samples probes.